Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of an extension set did not connect properly to an unspecified device. The reporter stated that the connector did not make a ¿screw seal¿. This occurred while setting up the device to be used later on the patient. The set was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.